Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; a significant amount of brownish fluid; significant amount of synovitis. The information received does not change the MDR decision.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/23/2014- litigation papers received. Litigation alleges grinding, metal flakes in and around the socket, fluid, pain, swelling, and elevated metal ions. There is no new additional information that would affect the investigation. The complaint was updated on: 08/13/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 09/26/2014 - plaintiff's preliminary disclosure form was received, which identified doi information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/14/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.